Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the sureform 60 stapler had an incomplete fire and the staples were not properly engaged. The user completed the procedure with no further issue reported. No fragment(s) fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
As of the date of this report, the sureform 60 blue reload has not yet been received by intuitive surgical, inc. (Isi) for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Manufacturer narrative:
The sureform 60 blue reload has been evaluated by the failure analysis (fa) team. Fa was not able to confirm nor reproduce the reported complaint. The reload was returned fired. Visual inspection displayed no signs of physical damage to the cartridge, knife, pushers, or cover. The reload was attached to an in-house golden instrument and removed from the instrument without any issues on multiple attempts. The reload cover was removed and inspected, and no damage was found to the reload or its components. No firing failure was observed in the logs related to the returned instrument and reload. No product issue was identified. The sureform (sf) 60 stapler has been evaluated by the fa team. Visual inspection found no damage. The instrument was tested on an in house system. The instrument clamped, unclamped and fired successfully. The instrument fired successfully twice using sf60 white reloads. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b shape. The instrument moved intuitively with full range of motion in all directions. Review of logs were unable to verify any failures with the instrument. The instrument was fully functional. No product issue was found. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. A review of the logs for the sureform stapler associated with this event has been performed by an isi failure analysis engineer. The following additional information was provided: logs show stapler was installed on the system 1x and fired 1 blue reload. On the only install, the first clamp was successful, and the firing was completed with no pauses for compression. The instrument was then removed and not used in the procedure again. Approximately 13 minutes after the completed unclamp, the e stop button was pressed on surgeon side console 1, represented by error code 256 in the msc logs. It is unclear if the e stop was related to the use of the stapler, as the complaint does not indicate the stapler was stuck on tissue and the unclamping sequence was shown as successful per the logs.

Event description:
Refer to h11 for follow-up information.